Event description:
It was reported that the device needed service. Upon receipt of the device, ventec downloaded its electronic records (system logs) for analysis and observed that the device had logged patient circuit disconnect alarms. There was patient involvement with the reported event. There were no reports of patient harm as a result of the reported issue. No further information was provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: the device was evaluated by ventec who reviewed the device's electronic records (system logs) and confirmed that the device had logged patient circuit disconnect alarms. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue was the ift.